Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving an unexpected restart error alarm after changing battery due to no delivery alarms. Customer was not able to clear alarms due to buttons not responding. Customer's blood glucose was 600 mg/dl. Customer was advised that insulin pump would need to be replaced.